Event description:
It was reported that pump issued repeat cartridge alarm 20 during use, including with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump under warranty, confirmed shipping details, provided instructions for putting pump into storage mode, and instructed customer to return problematic pump within 10 days and to manually program settings and reconnect cgm on replacement device.